Event description:
Reportedly, fired and cut the tissue, but staples were not placed at all. Bleeding (less than d200 cc) was confirmed. The tissue was treated with manual suturing. This was the first fire of this instrument. Procedure: lar double staple.